Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The husband reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller stated the customer was hospitalized on (B)(6) 2015 before passing away. The official cause of death was from septic stress. The customer's blood glucose at the time of death was unknown. The caller reported the customer broke their hip one and half years prior and was diagnosed with a blood disease that spread to the bone marrow before their death. The caller also reported the customer was hospitalized three times shortly before passing away. The customer was also diagnosed with diabetic ketoacidosis during one of the hospitalization. The caller reported the customer used sensors, but did not wear one at the time of death. It was also found the customer was disconnected from the insulin pump by emergency workers a few hours before passing away. The caller declined to return the insulin pump for analysis.